Event description:
It was reported that a (B)(6) female patient (B)(6) underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During right ventricular outflow tract (rvot) (pvc) procedure, when mapping was conducted for postero lateral side, the catheter bounced. During the waiting and induction, the patient complained of chest distress/pain ,then cardiac tamponade was confirmed. Effusion was confirmed by echocardiography and retention was observed. Therefore, pericardiocentesis and drainage were performed about 300ml of blood was removed by drainage and no further increase in blood was observed. No further medical treatment was performed. The patient was transported to the critical care unit (ccu) for routine follow-up. Septal puncture was not performed. Ablation was performed before the tamponade were confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was pre2s and post2s. The physician's opinions on the relationship between the event and the product is that since the catheter seemed to bounce while mapping postero lateral using thermocool® smart touch® sf bi-directional navigation catheter in rvot pvc procedure, they commented that cardiac perforation occurred at that time. Additional information was received on the event. The patient outcome of the adverse event is improved. Real time graph; dashboard; vector; visitag force visualization features were used. Fot additional filter was used with the visitag. Tag index color option was used prospectively. Clarification was provided for the reported event of ¿since the catheter seemed to bounce while mapping postero lateral using thermocool® smart touch® sf bi-directional navigation catheter in rvot pvc procedure; the bwi representative states that the thermocool® smart touch® sf bi-directional navigation catheter suddenly moved on its own while mapping in the heart. Additional information was received. The patient outcome of the adverse event is fully recovered with no residual effects. The patient required extended hospitalization because of the adverse event, but details are unknown. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module was used, what parameters for stability were 3¿¿4s¿25%¿3g¿2¿tag. Additional follow up has been requested regarding the report that ¿the thermocool® smart touch® sf bi-directional navigation catheter suddenly moved on its own while mapping in the heart¿ to determine if this movement was standard movement that occurs during a procedure due to lung and heart movement or if they suspect a product issue. Should additional information become available, this complaint will be reassessed accordingly.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30739580l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on 12-jul-2022. The physician did not state it was malfunction. In addition, clarification was received on 01-aug-2022 for the statement, ¿the thermocool® smart touch® sf bi-directional navigation catheter suddenly moved on its own while mapping in the heart.¿ the bwi representative stated that the catheter movement was associated with catheter manipulation in addition to heart and lung movement. It was the physician's judgment that it was not due to the malfunction of the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).